Manufacturer narrative:
Concomitant medical products: item# 0100181400, lot# 2419412, metasul ldh, head, 40, code f, taper 18/20, item# 0100185146, lot# 2430912, metasul ldh, head adapter, m, 0, taper 12/14-18/20, item# 00784801100, lot# 60831198, modular neck a 12/14 neck taper, item# 00771300500, lot# 60734447, modular femoral stem press-fit plasma sprayed cementless size 5. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. Review of event description: patient underwent revision surgery due to pain, fluid collection and possible pseudotumor due to metallosis. Surgical report: review of surgical report did not lead to new information regarding the reported event. Other information & sources : review of the complaint relevant documents did not lead to new information regarding the reported event. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s instruction leaflet for endoprothesis. Conclusion: no further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was revised approximately nine years post implantation due to pain, fluid collection and possible pseudotumor due to metallosis.